Manufacturer narrative:
Upon receipt of product, visual and functional was performed. The coil was returned severely damaged. The suture and proximal section of the coil were severed from the remainder of the coil. The coil was found still attached to the device positioning unit (dpu). This may have been the contributing factor to the coil stretching during the time, it was anchored in the coil mass during retraction. The unit passed all electrical testing. The detachment fiber was found to have not received heat. On the first detachment attempt, the coil detached on the first cycle and the detachment fiber melted as designed. There were no material or process discrepancies found. Therefore, the root cause of the problem reported was inconclusive. The mfg records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns. A search of our field surveillance database yielded no other complaints of this type with this lot.

Event description:
Per received report: following a successful deployment of micrusphere and ultipaq microcoils, deltaplush microcoil was used as a finishing coil for a small sized aneurysm. The coil was successfully placed and upon detachment, it stretched and got caught in the coil mass during withdrawal. The stretched coil was dragged into the parent vessel. A solitaire stent had to be used as a snaring device to retrieve the coil. The stent and stretched coil were successfully pulled out. No pt sequelae was reported. F/u report received indicated that the pt is doing well.